Manufacturer narrative:
Spacelabs investigation concluded that the field service engineer found no failure with the device. Fse and biomed tested the module and passed with the bedside and central alarming properly. The monitor used for this event was in use at the visit, and fse could not test the device. Continuous patient monitoring with alarms was not interrupted. The engineer did confirm that the spo2 alarm and ECG did occur per the user-configured mcm settings. The investigation is considered complete, and this issue is closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 about units not alarming at central general planned maintenance or training. An injury was reported with this event.